Event description:
During transport, power cord was pulled accidently. This resulted in a metal bracket inside the unit shearing off and falling freely into the power supply. When the unit was next plugged in, the metal pieces caused a short, the power supply burned up & smoked rendering the unit unuseable, and a fire hazard if left plugged in.